Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07036. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a bladder hydrodistention and cystoscopy performed during mesh implantation. It was reported in (B)(6) 2008, that following mesh insertion, the patient fell at work and thought the bladder was injured with complaints of sharp pain in the left lower quadrant, left leg pain and unable to hold urine. It was reported that patient underwent mesh removal/revision on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2008 and a mesh was implanted. The date was not clarified. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07036. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent placements of interstim st 1 and st2 and on-q on (B)(6) 2009 due to urinary frequency, urgency and nocturia.